Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/4/2022 addition information: d9, h4, h6 h3 investigational narrative: a failed suture needle was submitted to for fractographic evaluation. The component was identified as product code w9114. It was requested that assess the fracture mode of the failure. A failure was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the failure was composed of dendritic features, which is evidence of high temperature exposure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was to be used. During the procedure, the needle was found to be bent/broken when package was opened. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If attempts have been made: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle found both bent and broken in the 2 devices? Or was one needle found broken and the other bent? If other, please specify. Was procedure successfully completed? How? Procedure date and name? Mre (manufacturing record evaluation) a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in 2210968-2021-09537.